Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the cra-sgp device was being used during a right knee genicular rfa on (B)(6) 2020 when it was reported that "patient who had genicular rfa returned after the weekend with "third degree burn" at the site of where the grounding pad had been during the procedure." It was reported that the patient has a full thickness burn to the right calf where grounding pad was located. It is noted that after the procedure the site was not inspected; however, "nothing obvious noted when grounding pad removed". Patient reported noticing a wound when she got home immediately after the procedure. This report is being raised on the basis of injury due to full thickness burn.

Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. Additionally, provided information indicated that there were adherence issues during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use the largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. After patient is in the final position, carefully remove the pad from the disposable liner by grasping the liner from the end located away from the cable attachment end of the pad and slowly peeling the pad from the disposable liner. Avoid excess skin or finger contact with the adhesive or gel surface prior to application. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.